Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues found that were related to the reported condition. A dimensional analysis was performed and all dimensions were found to be within specifications. The reported problem could not be confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced a connection issue while demonstrating placement of a locking titanium adapter onto a patient¿s peritoneal dialysis (pd) catheter. Upon screwing together the adapter and catheter, the nurse was unable to unscrew and remove the titanium adapter. Further detail was not provided however, the nurse indicated she was able to reuse the previous adapter and the patient¿s catheter was not replaced or removed. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.